Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the l602 inductor was detached from the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock from physical impact. In addition, the power supply was defective. There was no output voltage. The cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective charger/modem.